Event description:
A report was received that stated a clinician received a needle stick. At the conclusion of a blood draw the arterial blood sampling syringe the clinician attempted to incorrectly activate the safety mechanism with her thigh. The needle was still exposed and when she placed the device against her leg and applied pressure the needle penetrated her skin and she sustained a needle stick. This was not a failure of the needle protection device this was an incorrect technique. The clinician is reportedly receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.